Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "tip of axsos3 4.3mm drill (item no. 703541) broke off inside left distal femur whilst drilling the bone in preparation for screw insertion. Approximately 10mm of 4.3mm drill bit retained. Position of broken drill tip inside bone confirmed by x-ray. Patient informed post op."